Event description:
Reporter experienced the er1 message on an unaffected meter. Reporter retested and received a blood glucose result of 81-140 mg/dl. Reporter felt she may not have had enough blood on the teststrip.